Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had fallen about three months after implant. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that there were ongoing high thresholds for about three months noted on the right ventricular (rv) lead. The rv lead was programmed to unipolar and is being closely watched. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.